Manufacturer narrative:
Investigation completed 15dec2017. Two sp0090 units were received; one was lot 1170022 and the other was 1170281. The one from lot 1170281 had the injection port disconnected from the stopcock while 1170022 was still attached to the stopcock. Since 1170022 injection port was still attached, it was proceeded to twist it off from the stopcock. No adhesive is placed to the injection port; therefore, it came off as expected. Documents and logs reviewed for lots 1170022 and 1170281 did not reveal anything that could cause the reported events. No deviations, events, and/or rework were recorded for lots 1170022 and 1170281; the lots complied with all requirements as specified in the respective manufacturing shop order and related procedures. Lot number: 1170022. Manufacturing (pack) date: january 20, 2017. Expiration date: december 31, 2018 . Lot number: 1170281. Manufacturing (pack) date: february 07, 2017. Expiration date: january 31, 2019. No defect was found on product: the product is as per specifications.

Event description:
The customer believed that there may have been a manufacturing change on the device. She stated historically, the proximal luer lock was fused to the drain and now it appear to come off easily. The drain was discarded and replaced with a new one. There was no patient injury reported.